Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: guide wire: eliteii, sion blue; guide cath: profit6fr jl3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric and moderately calcified de novo proximal left anterior descending artery that was 90% stenosed. After an unspecified guide wire crossed the lesion, a 3.0 x 15 mm nc traveler was advanced towards the lesion for post-dilatation. No resistance was noted during advancement. However, when the nc traveler was dilated, it ruptured at 10 atmospheres during the first inflation. Therefore, the device was replaced with another 3.0 x 15 mm nc traveler to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.